Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference report 0001032347-2017-00212.

Event description:
It was reported after inserting ten to twelve screws, the blade fell out of the driver. The blade was reset and five additional screws were inserted and the blade fell out again. The blade did not fall into the patient and the overall delay was under five minutes.